Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the sureform 60 stapler instrument or reload involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. The stapler logs were reviewed by an isi failure analysis engineer (fae). Per the fae, the logs show that sureform 60 stapler instrument (part #480460-09, lot #l92220216-0259) was installed 6 times and fired 3 reloads (all blue). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted right colectomy procedure, it was alleged that the patient experienced a post-operative complication requiring return to the or. An incomplete staple line of the ileum was identified where a sureform 60 stapler instrument and a blue sureform 60 stapler reload were used. It is unclear what specific medical/surgical intervention was rendered due to post-operative complication. At this time, the cause of the operative complication is unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that three days after a da vinci-assisted right hemicolectomy procedure, the patient had high c-reactive protein (crp) level and was brought back to the operating room (or). The surgeon reported that some staples were not found on the previous staple line of the ileum which was associated with the use of a sureform 60 stapler instrument and a blue sureform 60 stapler reload. Feces was found inside the patient's abdomen. There was no video or image available for review. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.